Event description:
It was reported to philips healthcare that the heartstart mrx cycled power twice while in use on a patient. There was patient involvement during the event, but it was reported there was no patient issues as a result of the event.

Manufacturer narrative:
(B)(4).